Event description:
It was reported that a user experienced a blood glucose drop to 70 mg/dl after a walk while remaining connected to the ilet infusion set and used oral glucose gummies to treat, with no device alerts or alarms and no disconnection of the infusion set during exercise. Symptoms included hypoglycemia. Outcomes included the need for an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure, with the infusion set cannula as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.